Event description:
The customer was hospitalized for high bgs. Truobleshooting was performed. The pump passed the functional testing. However, it was found that the customer started a new vial of insulin. There were not any other significant findings.